Event description:
It was reported the pt had been unable to communicate with the ipg using external devices since the implant of the ipg. A replacement charger did not resolve the issue. F/u identified the ipg had turned on its side, and it was unable to be manipulated. In addition, the pt no longer had stimulation. Add'l f/u identified the ipg had flipped over, and the physician scheduled surgical intervention ot address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.